Manufacturer narrative:
Investigation: investigation summary: after reviewing the DHR no internal rejects related to broken/damaged was found during manufacturing process. A complaint history check was performed, and this is the 1st complaint reported for the injury (broken / damaged) on lot number 7156506 and is the 1st complaint received with this type of defect on the last 12 months related to catalog 261212. Investigation conclusion: due to no samples to evaluate were received it was not possible to determinate if the product manufacture could contribute to the reported failure. However based on the product design is very unlikely to have this kind of situations since the ampoule in the generator needs to perforate the following components (tube, sleeve, label & anaerobic bag) before injury to the customers. Root cause description: based on the nature of the reported defect without sample and/or any picture of the failed product the probable root cause could not be determinate.

Event description:
It was reported that while using a bd bbl¿ bio-bag¿ environmental chamber type cfj a lab assistant was cut through their glove attempting to crush the glass ampoule. The lab assistant received medical intervention at an emergency room following the incident.

Event description:
It was reported that while using a bd bbl bio-bag environmental chamber type cfj a lab assistant was cut through their glove attempting to crush the glass ampoule. The lab assistant received medical intervention at an emergency room following the incident.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.